Event description:
General report received of an undocumented number of undocumented incidents where the extension set is separating at one of the ports. The customer reports that the sets are in use approximately 24 hours before the separation occurs. The separations are reported to occur "at the bonding area of one of the ports, where the hard plastic of the port meets the soft tubing". There are no reports of adverse patient events. Additional patient and event information was requested but no further information was available.